Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented in-clinic. Upon interrogation, the patient's right ventricular (rv) lead was found to have high pacing impedance and over-sensing of noise. During the lead revision procedure, insulation damage on the rv lead was visually confirmed. A suture tied around the lead was suspected to be the cause of the insulation breach. The rv lead was explanted and replaced on (B)(6) 2021. No patient consequences were reported.